Event description:
It was reported that the bd maxzero¿ extension set filter was cracked and leaking. The following information was provided by the initial reporter: customer reported filter cracked and leaking.

Manufacturer narrative:
H6: investigation summary: a complaint of filters cracking and leaking was received from the customer. Two photos of the product could be seen in the returned photos. From the photos, damage could not be confirmed. A device history record review could not be performed on model mz9226 because the lot number is unknown. Due to no physical sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd maxzero¿ extension set filter was cracked and leaking. The following information was provided by the initial reporter: customer reported filter cracked and leaking.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.